Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on 10 july 2018. The injector system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on this investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use. Review of the cine-angiogram of the event is anticipated but not yet begun. Upon completion of the review of the cine-angiogram, a follow-up report will be submitted.

Event description:
User facility reported: post diagnostic imaging, the patient experienced chest pain, st-segment elevation, abnormal heart rhythm, and hypotension. Imaging with a guide catheter revealed a dissected left main artery. Patient was put on impella and a ventilator and admitted to the ICU. The patient remained in the ICU for approximately two weeks.

Manufacturer narrative:
Device evaluated by MFR: acist's medical advisory board reviewed a copy of the cine-angiogram and information received from the user facility from the event: the initial left coronary angiograms with a diagnostic catheter were relatively normal. The left main (lm) was normal. There was a stent in the left anterior descending (lad) and minor luminal irregularities. The diagnostic catheter appeared to jump in and out of the lm coronary for most of the left coronary injections. On the subsequent image, the lm appeared to have an initial injury. The right coronary angiogram showed a stent with intraluminal filling defects consistent with neointimal hyperplasia or thrombus. A feint lv angiogram showed probably normal systolic function. The left coronary was then imaged with a guide catheter and left coronary flow appears to be normal. Several additional angiograms did not show a definitive dissection. A diagnostic catheter was inserted into the left coronary and two angiograms did not show definitive evidence of dissection (contrast hang-up or a flap). A guide catheter in the left main showed an ostial lm dissection, a coronary guidewire in the lad, and adequate blood flow. The right coronary was again imaged. Subsequent images showed a guide catheter in the lm coronary with extensive lm dissection extending into the closed circumflex and open lad. The patient was resuscitated (CPR and impella) and the lm, circumflex, and lad were stented. Based on the review of the cine-angiogram, the lm dissection appears to be caused by the left coronary catheters, which bounced in and out of the lm. This report is considered closed.